Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Pad-pak j0242 has cut electrode wire insulation. Nc 5029 has been created for this fault. Pad-pak cannot be returned from (B)(6) due to restrictions.